Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device has been discarded; therefore the reported event can not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause can not be confirmed, it appears that the aortic stenosis experienced by the patient was likely due to calcification and pannus noted on the aortic valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately six years. Based on the follow-up with the health-care provider, it was learned that the device was explanted due to stenosis and calcification. The health-care provider also mentioned that the explant was not related to any device malfunction. Per the operative report, the patient is experiencing shortness of breath and lower extremity swelling and was found to have a new murmur. Patient underwent echocardiogram which demonstrated severe aortic regurgitation, mild to moderate mitral regurgitation, moderate aortic stenosis, and normal left ventricular function. The leaflets of the aortic valve appeared to have decreased motion on echocardiogram. A transesophageal echocardiogram demonstrated a peak gradient across the aortic valve of 66 mm hg. The ascending aorta was then opened distally to the previous aortotomy due to the proximity of the right coronary artery. There was a large amount of calcium evident in the ascending aorta between the aortotomy and the aortic crossclamp. There was a large amount of calcium noted on all of the leaflets of the aortic valve as well as heavily distributed on the commissures in a heaped-up manner that had the appearance not unlike a possible old endocarditis. The right coronary cusp was extensively involved and was fixed in its position and was nonmobile. There was no evidence of a perivalvular leak in any of the areas and the valve was densely adherent with overgrowing pannus over portions of the sewing ring throughout. The subject device was replaced with edwards bioprosthetic valve.